Event description:
During a coronary stenting procedure, the stent was placed successfully. However, during deployment, the balloon did not maintain pressure. This product has not been returned for analysis.